Event description:
It was reported, the connecting tube exhibited failed plastic wings. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 03-apr-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that external stress was applied to the lock lever of the connecting tube, which broke the lever, and the tube was unable to be connected. As a cause of the external stress above, the user may have applied force toward incorrect direction. The event can be detected by following the instructions for use which state: 9 preparation and inspection: 1-visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2- move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.